Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly cannot be deflated at 24 atm. It was further reported that after repeated inflation, deflation, and balloon rotation, deflation was achieved. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter returned for evaluation. During visual evaluation, it was noted the balloon catheter was partially inflated. No anomalies were noted to the catheter, luers and y body. An unknown inflation device was returned as well with saline inside the device. During functional testing, the patency of the guidewire lumen was tested using an in-house guidewire, and it was able to pass with no issues. The returned inflation device was used to inflate and deflate the balloon without issue. The balloon deflation time was approximately 4 seconds. No further testing was performed. Therefore, the investigation is unconfirmed for the reported deflation issue as the balloon inflated and deflated without any issues, and the deflation time was within acceptable range of the product specification. A definitive root cause for the reported deflation issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: e1, g3, h6 (method). H11: d2b (dqy; lit), h6 (component, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: d2b (dqy;lit). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly cannot be deflated at 24 atm. It was further reported that after repeated inflation, deflation, and balloon rotation, deflation was achieved. The procedure was completed using another device. There was no reported patient injury.